Manufacturer narrative:
The following fields have been updated with additional/corrected information: b5, d1, d5, d9, e3, g2, g6, h2, h6, h10, h11. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from 10-jun-2022 to 09-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the drawer failed to open due to faulty hard stop and latch sensor. A field service engineer replaced the hard stop and latch sensor to resolve the issue. The system functioned as intended after troubleshooted by the field service engineer.

Event description:
It was reported by the customer that a bd pyxis medstation es system drawer 3.1 failed to open, affecting patient care. The customer stated that the medstation said to close drawer 3.1 even though it was closed. She hit the front of the drawer, and the message went away. The customer restarted the device several times but still failed. The customer stated that they required urgent assistance, and no other information was released regarding the event. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of actual device used in this incident it was determined that the drawer was failed to open due to faulty hard stop and latch sensor. A field service engineer replaced the hard stop and latch sensor to resolve. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation es system drawer 3.1 failed to open, affecting patient care. The customer stated that they required urgent assistance and no other information was released regarding the event. There were no adverse events or injuries reported based on this incident.